Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient called in to report that her device is not working. Patient declined to be connected to patient services for troubleshooting since she will find a doctor who can remove her implant. No further complications were reported or are anticipated.